Event description:
The complainant reported that on (B)(6) 2009, the clinician was preparing to perform the implant of a percuflex urinary diversion stent on a patient. During the preparation of the device for implant, a crack was identified. The crack was located on the device's second hole from the distal end, making it difficult to advance the guidewire. The clinician then obtained another of the same device and successfully completed the patient procedure. There was no adverse affect on the patient as a result of the reported problem. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Information was completed by the manufacturer based on information obtained from the complainant. This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received a supplemental medwatch report will be filed. (B)(4).